Manufacturer narrative:
Unit was returned due to keypad problem. No other details were given. In accordance with (B)(4), visual inspection of the device revealed no anomalies noted and it was powered up successfully. Front led displayed, front lights, back light, and audible alarm were all functioning well. Then an error message appeared as "buttons not responding." Unplugged and re-plugged again as message said so but not responding still. Unit was not functioning during the analysis.

Event description:
It was reported by the mother that the customer's mysentry monitor was giving an error and was not recognizing the buttons. Customer's blood glucose was 77 mg/dl. Advised customer the monitor would be replaced. No further information provided.